Manufacturer narrative:
This report is for an unk, guide/compression/k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, pediatric lcp hip plate was off loanset zxautr1524 requires immediate maintenance. 2.0 k-wire hole was warped and positioning wire is unable to fit through. No fragments were generated and 1.6 k-wire was used. Procedure was not successfully completed with a delay of 60 minutes. Concomitant device reported: unk: guide/compression/k-wires (part# unknown; lot# unknown; quantity: unknown). This report is for (1) unk: guide/compression/k-wires. This is report 2 of 2 for complaint (B)(4).